Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received the device in good condition. Installed the test disposable. Powered on and observed device was leaking between disposable insert and front face of main block. The root cause of the reported issue was found to be water leak occurring at front face of main block. Actions were taken to mitigate the reported issue: replaced complete main block assembly.

Event description:
It was reported that the warmer was leaking upon setup. No patient injury was reported.